Event description:
It was reported that on april 9, 2025, at 9:30 am, during an ultrasound-guided peripheral deep vein puncture placement, a hole in the central venous catheter line was noted. The line was given a cut and continued.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.